Manufacturer narrative:
The philips remote service engineer(rse) discussed the issue with the customer. The customer requested to send the device to philips bench for repairs. The rse provided the customer a service quote, however the customer refused service, cancelling the bench repair, as the repair was not covered under warranty. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer was provided a quote and refused service. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that there was a speaker malfunction with the device. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction with the device. There was no reported adverse event to the patient or user.